Manufacturer narrative:
The system was examined and the reported event was replicated. However, the fluidics was replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on quality assurance assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming pneumatics module. However, how or when it became nonconforming could not be determined. Consumable samples were not returned. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause of the customer's complaint could not be established, as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause of this event. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned by the customer and no lot information was provided, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe cut rate decreased and cutting stopped working during a procedure. The product was replaced and procedure completed with no patient harm.